Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The controller printed circuit board was replaced. The system was tested and operates as intended. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 6600 system would intermittently get stuck during fluoroscopy. No patient injury was reported.